Manufacturer narrative:
As of the date of this report, the stapler sheath has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged the stapler sheath tore and pieces were missing. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. It is also unclear if any fragments from the stapler sheath actually fell inside the patient and were retained. The location of the missing piece is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the endowrist stapler 45 instrument was being removed when the endowrist stapler sheath allegedly tore and a piece of the sheath was found to be missing. The surgeon searched for the missing fragment but was not able to find the piece. The stapler instrument used was cleaned by the site and it was unclear to the customer if the there was any issue with the stapler instrument itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator indicated that the fragment was not retrieved and no post-operative x-rays were taken. It was stated the fragment fell after the stapler instrument was fired a fifth time and the robotics coordinator does not know why the breakage occurred. The robotic coordinator informed that at this time, the patient has not returned to the hospital, and confirmed the procedure was completed with no patient injury or harm.